Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107, warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported seeing his doctor and being diagnosed with an infection. He experienced a knot at the pod site that was red, hot, and the size of a quarter. He also noticed drainage and that it was hurting during a bolus. The patient was given a prescription for a 5 day dose of steroids and was advised that, if it did not heal, it would need to be drained. The pod was worn for between 4 and 24 hours.